Event description:
It was reported that during an ablation, with a diffuse tip probe at 100% power, there was a bow tie effect with blue pixels was noted. The user continued the ablation with blue pixels. It was noted that the blue pixels appeared at every stage of the ablation. The user lowered to power and blue pixel persisted. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.